Event description:
It is reported that a customer's insulin pump ran out of battery after leaving it at home. The patient's blood glucose level was unknown. The customer was assisted with rewinding and reprogramming the insulin pump the pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).